Manufacturer narrative:
Updated to include relevant recall notification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving compounded baclofen (dose of 397 mcg/ml at a concentration of 1005 mcg/ml), dilaudid (5.776 mg/day at 15 mg/ml), and clonidine (335 mcg/day at 870 mcg/ml) via an implantable infusion pump for spinal pain. It was reported that the patient had four mris, and the dates of the mris were unknown. The mris were days apart from one another. The patient did not remember the dates of the mris. A recovery and motor stall were noted after each MRI. The clinician programmer was read. On (B)(6) 2018, the stopped period may exceed tube set message was seen at 9:49. At 13:50 on (B)(6) 2018, the logs showed that a motor stall recovery occurred. A pump replacement occurred on (B)(6) 2018. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No patient symptoms were reported. No further complications were reported.